Event description:
The 840 ventilator stopped cycling while in use on a patient. They further stated that there was no patient harm or injury as a result of this event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory that supports the customer's allegation. The cse inspected the device and replaced the analog interface pcb. The unit passed extended self testing.